Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 8 months post sapien xt valve implant, the patient was readmitted for shortness of breath and heart failure. Tee revealed moderate paravalvular leak (pvl). At implant the patient the patient was left with mild-moderate pvl due to high degree of calcification in the non coronary cusp. The degree of pvl was accepted; therefore, no further treatment was performed at the time. Since the patient was now symptomatic and the pvl appeared to be a little worse, the patient was asked to return for intervention. The implantation of an amplatzer plug was attempted; however, during the procedure the physician was unable to get the delivery catheter across in order to deliver the plug. The patient left the operation room with moderate pvl as confirmed by tee and angio.

Manufacturer narrative:
Investigation is ongoing.